Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. The physician attempted to advance the 28mm x 2.50mm taxus liberte des across the lesion, however, this was unsuccessful. The device was removed from the patient and the physician noted the distal end of the taxus liberte stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).